Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that on friday they were charging their implant and all of a sudden the controller came up with a screen that said data corrupted and shut itself off. Caller stated they took the battery out and waited 10 minutes, but the controller would never reconnect to the implant. Caller added that the controller kept giving them a message to call medtronic with software problem 1- intellis, 2- 3.6, 3- 1558, 4- app manager.c. Caller added that they also saw another message that had some code. Caller noted that they called the original representative who set up their implant but they said they couldn't do anything to help. Caller then called the other representative who reprogrammed the implant and representative had a spare set of equipment sent to them by messenger late saturday. Caller mentioned that the stimulation is for their lower legs, and being without the stimulation caused a spasm in both of their legs so bad that their ankles and feet were going in a weird direction and their toes went different directions. Caller noted when they first set up rep¿s equipment, they saw a brief software problem message with different codes but have since been able to use the equipment just fine. Agent had caller reset the controller battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Agent had caller attempt to connect to the implant with their controller and recharger; the controller would not advance past checking the recharger. Caller then plugged in rep¿s recharger and the controller behaved as intended. After troubleshooting with everything it was determined that the recharger was not working properly. Agent reviewed the issue appears to be stemming from the recharger and offered a replacement. Caller became escalated and demanded the controller be replaced as well. Caller stated they can't walk without the device and they're not taking any chances again. Caller was able to start a recharge session with no issues. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The issue was not resolved. A replacement controller and recharger telemetry module (rtm) were sent out. Caller also mentioned that when they were first programmed by rep, rep didn't program it right but it wasn't her fault because patient was "high as a kite." Agent did not ask further information due to nature of call. The patient called requesting tracking information and stated she concerned that the replacement would not resolve the issue. Agent provided tracking number to patient and patient will call back if she needs further assistance. Agent put tracking number on secure note field. Additional information was received from a patient (pt). It was reported that they are having issues with their implant battery. Patient stated that the implantable neurostimulator (ins) battery is not holding a charge and it is not dispersing the amount it says it is and it just shut itself off even though the controller says it's recharging. Patient stated they received the replacement equipment. Patient also stated that the controller and recharger went out. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the rtm pins. Patient confirmed controller turned on and the charging indicator light was flashing green. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed controller battery was at 70% and implant was at 60% with recharging excellent. Patient mentioned that they were in debilitating pain because their implant would not hold a ch arge. Patient stated that once their implant is fully charged, it's not working. It's not giving them the stimulation they need. Patient stated they have groups a, b and c. Patient added they have group a with intensity from 4.5 to 6.5, group b with intensity from 4.6 to 6.2 and group c with intensity from 4.9 to 5.9. Patient mentioned that when they increase their stimulation, they feel like they are being electrocuted, which causes a little bit of convulsions. Patient added that if they set it too high, it makes their whole body twitch like they're convulsing. Patient mentioned that the previous rep reset all of their settings and about a year ago, it was perfect. Patient insisted that there was a problem with their controller, recharger and implant battery. Patient stated they could not increase their intensity past like 2.6 because if they change their bodily positions, it electrocuted them. Agent reviewed with the patient that the external equipment is working as intended and redirected the patient to their healthcare provider to further address the issue with their therapy settings. Patient added that there's no problem with their leads. Patient stated that they couldn't walk and for everyday, they suffer because of their equipment and mdt will pay. Patient ended the call. For the event date, patient stated a month and a half ago.

Event description:
Patient called back and mentioned they were getting a revision because their implantable neurostimulator (ins) wouldn't charge. Patient's representative suggested replacing the recharger to see if that would help resolve the issue. Patient's implant had been off since january 4th for their left leg and they wouldn't be able to walk soon. Patient also mentioned they would wake up with the arches of their feet popping out backwards on the left leg and their toes were going in directions toes should not go. Patient mentioned they damaged an entire nerve seed in that leg when they were their '26'. Patient mentioned they had one of the first devices that medtronic ever implanted. Patient mentioned they were hit by a bull in july of '2026'. Agent redirected patient to their hcp to address the issue if the recharger didn't resolve the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating that they kept getting letters in the mail from mdt due to the problems they were having with the external equipment and possibly internal components. Pt stated however that they didn't have information to update mdt with. Pt stated that the new controller had gone out twice; agent clarified and pt was referring to the controller becoming blank/unresponsive when recharging the ins. Pt stated that the controller would blank out every now and then even when the controller was fully charged, so they would have to reset the controller. Pt was charging the ins during the call. Pt stated that the ins was charged enough though so they could stop charging and troubleshoot. Pt provided controller and recharger serial numbers as already documented in this case. Agent had the pt reset the controller during the call and then unlock the controller. The controller connected to the ins as expected. Agent had the pt open the batteries screen. The controller was at 60% and the ins was at 80%. Pt saw no apparent damage to the equipment. Pt became defensive and said that they treated the equipment with great care. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent with the controller light flashing green. Agent reviewed that the equipment was working as intended and to monitor and call back if needed. Pt became upset and said that the ins battery didn't stay charged for nothing and only lasted about three days. Agent reviewed with the pt that the ins battery depletion rate was based on therapy settings/usage. Agent redirected to hcp. Pt said that they had already been that route and that there was nothing wrong with the ins or their therapy settings. Pt then said that they would just have the device removed and ended the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called again stating that they keep getting letters, and wanted to say that their hcp checked, and "its absolutely not my stimulator that's causing the issue and my external units are working fine after being replaced". Patient wanted to know which electrodes are being used at the end of the lead. Redirected to hcp. Patient asked for hcp listings. Emailed hcp listings to the patient.patient responded to email saying they are looking for a spinal surgeon. Replied to email telling patient to follow up with hcp.patient called back and said they want a list of every dr in the country. I asked if there is a narrower search, and they said they could go to neighboring states. Emailed hcp listings of every scs dr within 500 miles of atlanta ga.